Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported inaccurate contact force readings could not be determined; however, a corrective action plan has been initiated to investigate the issue to determine root cause and necessary actions will be implemented by this CAPA.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During device preparation, the error message ¿contact force data is not synchronized. Check ethernet connection" was displayed. A new tactisys was used for the scheduled procedure. There were no adverse patient consequences. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.